Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for review. The device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The customer complaint was confirmed and the root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.